Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant, the lens was explanted due to wrong lens. The iol was exchanged with an alternate iol in a secondary procedure. Clinical reason was mentioned as unable to see. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
Additional information provided in h.10. This is a duplicate of manufacturer report number 1119421-2022-00262. No additional reports will be filed on this report number. Any additional information that is received will be reported on manufacturer report number 1119421-2022-00262. The manufacturer internal reference number is: (B)(4).